Manufacturer narrative:
The pump was received with normal operating currents and no unexpected low battery alarm during testing. The pump alarmed for compromised force sensor system alarm during testing due to loose and or protruded drive support disk. The occlusion, prime, excessive no delivery tests were unable to be conducted due to compromised forces sensor system alarm. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states there is a crack on top of the battery compartment. The customer's blood glucose level at the time of incident was 43mg/dl. The customer declined to troubleshoot for low battery and low blood glucose levels. The customer was advised the pump would be replaced and returned for analysis.